Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer was in the hospital for a non-diabetes related injury, and they had this low bg and received third party assistance from a nurse, who provided a dextrose injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.